Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. Patient records were received on (B)(4)2013. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient reported blurry vision. Additional information was requested.